Event description:
It was reported that a lead safety switch (lss) was triggered due to this right atrial (ra) lead exhibited high out of range pacing impedances. The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). Upon review, the egm showed the ra lead exhibited low amplitude measurements, loss of capture (loc) and oversensing noise that led to an inappropriate atrial tachy response (atr) episode. Xray imaging was done, however results were unremarkable. Ts discussed programming options with the hcp. No adverse patient effects were reported. This ra lead remains in service.